Event description:
Customer reported motor error alarm had occurred multiple times in the past month. Customer stated that he had put his insulin pump through the conveyer scanner at the airport. The customer is advised to disconnect from his insulin pump and revert to his back-up plan while a replacement insulin pump is being shipped. No additional information is provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.